Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: it was noted that a small part of an endo stitch needle was missing when device was removed from the patient&#39;s body. Surgeon and staff were unable to find the missing piece of the needle. Staff and surgeon are uncertain if it was the endo stitch or the endo needle that was defective. All used supplies and packaging have been saved, including the remaining part of the broken needle. Affected lots have been quarantined. There was an injury reported as a result of the event.additional information has been requested but not yet received. A supplemental report will be submitted once the information is obtained.